Event description:
Customer reported that the insulin pump alarmed for a button error. The blood glucose reading was 78 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners.